Event description:
It is reported that a small flame appeared in the middle of the bone cement for approximately two seconds.

Manufacturer narrative:
Evaluation summary: instructions for use recommend special precautions should be taken. The liquid monomer is highly volatile and flammable. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This bone cement is manufactured at heraeus medical and distributed through (B)(4).